Manufacturer narrative:
The product associated with this reported event was not returned for examination. A complaint database search did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event; however, provided information stated the patient large physical stature was a contributing factor. Additional provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the tibial tray, and femoral component had collapsed into varus. The surgeon had indicated that the patients extremely large weight contributed to the collapse. The loosening occurred at the cement/bone interface, and depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.